Event description:
It was reported that, "2 aviator screw locking rings detached from the implant while being inserted."

Manufacturer narrative:
It was later confirmed via email that these were anchor-c screws and not aviator screws as was initially reported. Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.